Manufacturer narrative:
A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m7255l607, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. The device was not returned.

Event description:
It was reported the flex connector on the small (15 mm) end is too big in diameter and easily comes off the male swivel connection of the suction catheter. Additional information received (B)(6) 2018 stated the healthcare provider changed the entire circuit, changed flex connector.